Event description:
It was reported that this atrial lead exhibited noise and oversensing in the atrium and showed signs of malfunction. The atrial lead had spikes with impedance that were low and a insulation damage was suspected. A revision procedure was performed and the lead was surgically abandoned. No additional adverse patient effects were reported.